Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2003: the patient presented with severe degenerative disk disease, l5-s1. L5 foraminal stenosis. L5 radiculopathy. The patient underwent the following procedures: complete anterior discectomy and foraminotomy, l5-s1. Anterior spinal fusion, l5-s1, with anterior instrumentation and bmp. Laparotomy with exposure for anterior spinal fusion. As per-op notes, ¿the cage was filled with bmp using two sponges that were soaked in the bone morphogenic protein. The cage was soaked in it. Also, during broaching, bone graft was harvested and some chips were used anteriorly that were mixed with this and soaked in bmp. The cage was counter-sunk. The bone chips and interpore chips that were soaked in bmp over the cage and then covered with a layer of interceed.¿no patient complications were reported. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.